Event description:
It was reported that the unit suddenly shut off and light went out during a procedure. Further, when the display was touched, the unit turned on again and was used to finish the procedure. The issue has occurred twice before. It was further reported that the main board on the unit was replaced to prevent the issue from occuring again but it still had the same issue.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.